Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Failure to place confirm by rep no reason of complaint yet "as per cc form": stenosis of the bile ducts (cancer of the compressing pancreas) with difficult access. Difficult evolution stent insertion due to stenosis. When the nurse presses the trigger on the handle, the trigger is not easy (resistance), when the red mark has arrived in the non-return zone the catheter has broken in the yellow zone.. (End of the catheter) second duodenum prefix: evo please circle or state your answers below: general questions: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal 2. What endoscope type and channel size was used? Duodenoscope pentax 4.2 3. What was the position of the elevator? Open, closed 4. Details of the wire guide used (diameter, type, make)? Bsc 0.25inch revolution 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no 7. Please advise the anatomical location of the intended target site. Bile duct 8. How long was the stent in the patient by the time this complaint occurred? 2-4 min 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 15. If yes, please specify what was observed and where on the device it was observed. Plication in the bleu catheter flexor stricture information: 1. What was the length and diameter of the stricture? 4cm 2. Where was the stricture located in the body? Bile duct 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no 5. Was the stricture dilated before stent placement? N/a yes, no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no 2. Was resistance felt during insertion into patient? N/a, yes, no 3. If yes, at what point? Insertion difficult in the bile duct ¿ important stenosis questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other 2. If other, please specify 3. Was the directional button pressed during use? N/a, yes, no 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no 5. Was the yellow marker kept in view during deployment? N/a, yes, no 6. Are images of the device or procedure available? N/a, yes, no] questions related to during introducer withdrawal 1. Are images of the device or procedure available? N/a, yes, no 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Cancellation report being submitted due to investigation findings no final to be scheduled. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report is being submitted due to investigation findings concluding a low risk failure mode the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to additional information being received on 06-sep-2022: additional information received as follows: descent of the stent on the closed elevator guide wire. At the arrival of the stent at the elevator, opening of it to pushing the stent in the bile duct. Difficulty pushing the stent into the bile duct so pushing with association open and close elevator.